Manufacturer narrative:
Follow-up #1: date of submission 6/28/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: pump was returned with no evidence of tactile changes/unresponsive buttons on the keypad. Issue cannot be duplicated. Removed keypad- no evidence of contamination observed. Unrelated to the complaint, moisture observed in pump. Performed leak test- failed due to a crack between pump seal and display lens. Opened pump- further evidence of moisture observed on pcb, force sensor and underneath oled.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.